Event description:
It was reported that there was possible t-wave oversensing because it was noted that there were large r-waves of 19 mv with t-waves nearly half as large. The defibrillator and right ventricular lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.